Event description:
The following was reported by the patient: (B)(6) 2007 - patient underwent bilateral inguinal hernia repairs with 3dmax. In 2008 - patient states that began having right sided groin pain. A scan was performed by patient's m.d. Which showed scar tissue. (B)(6) 2012 - patient reports went to pain clinic and received pain medication. Stated that pain clinic felt that there could be nerve involvement/nerve injury contributing to the pain.

Manufacturer narrative:
We have contacted the initial reporter to request additional information and to request return of the device for evaluation. This MDR includes all patient, event and device information davol has received to date. A communication by the patient indicated that he will not be providing medical records. Based on the information provided, it is unknown whether the device may have caused or contributed to the reported event. The patient reports pain in the right groin since the time of repair. The reports a pain clinic indicated the pain could be nerve involvement. The mesh has not been explanted as of this time. A review of the manufacturing records was performed and there was no evidence of a manufacturing related cause for the reported event. A supplemental report will be submitted if additional information is received. With the currently available information, no conclusion can be drawn.